Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Device available for evaluation: yes returned to manufacturer on: 26-dec-2023 investigation summary: bd received 2 returned samples and 5 photos from the customer for investigation. Visual examination of the samples and photos revealed defective stopper molding. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for defective stopper molding. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube a defect in the molding of stopper was found by the user. No health impact or consequence reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b: medical device type: kdt. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube a defect in the molding of stopper was found by the user. No health impact or consequence reported.